Event description:
A resolute integrity drug eluting stent was implanted in the prox lad. A dissection was reported to have occurred; a resolute integrity drug eluting stent was implanted to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).